Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not expose. The fse replaced the x-ray tube. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Trouble shooting actions showed a problem with the x-ray tube. The fse replaced the x-ray tube and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.